Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a frozen screen and button anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that he cannot use his pump because the pump froze and his buttons were sticking. The customer was advised to revert to a backup plan if he did not get well. The customer will be sent a replacement pump.